Event description:
It was reported that the procedure was to treat a less than 50% stenosed and mildly calcified vessel in the renal artery for revascularization. The 5.0x12mm herculink elite stent system crossed the lesion but completely failed to deploy. A 5.0x15mm herculink elite stent system was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, a definitive cause for the difficulties could not be determined. It may be possible that the distal shaft of the herculink elite was kinked or collapsed in the anatomy preventing deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.